Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant surgery aspiration was poor during phacoemulsification. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The system was examined. The company representative did not mention if the reported event was replicated. The company representative performed the bag pressure sensor (bps) calibration, checked all connections in the multifunction input output (mfio) pcba, reinstalled the system software, and checked all modules. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).